Manufacturer narrative:
Evaluation summary: x-ray demonstrated wireform intact and commissure 3 bent. As received, all three leaflets had cut sections of approximately 10mmx3mm on leaflets 1 and 2, and 9mmx3mm on leaflet 3. The leaflet fragments were not returned. Calcification nodules were observed near leaflet 3, however appeared to be located on the host tissue. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 3 at the inflow aspect. Host tissue on the stent circumference was minimal at the outflow aspect. Thrombosis like material was observed on the outflow aspect of leaflet 1, and on the inflow aspect near commissures 2 and 3. The explanted valve had sections of all three leaflets removed that were not returned. The remainder of the valve demonstrated some host tissue overgrowth and thrombosis like material. Host tissue/pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a nonthrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Depending on the severity of the pannus, it may not require any intervention or it may require intervention. Valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Immediate intervention, either by thrombolytic therapy or valve replacement is required for significant thrombosis. Alternatively, there may be cases where the patient is placed on an anticoagulant to treat thrombosis. In this case, a definitive root cause for the host tissue overgrowth and thrombosis like material could not be conclusively determined. It is unknown whether these findings caused or contributed to this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Endocarditis is an inflammation of the inside lining of the heart chambers and heart valves. Endocarditis is usually the result of a blood infection as bacteria or other infectious substances enter the bloodstream and travel to the heart, where they can settle on heart valves. Endocarditis can potentially lead to disorders such as severe valvular insufficiency and regurgitation. Patient risk factors for developing endocarditis include intravenous drug use, central venous access lines, prior valve surgery, recent dental surgery, rheumatic fever, and weakened valves. Existing heart disease and abnormalities increase the likelihood of developing endocarditis. Patients who have had an episode of endocarditis before valve replacement surgery have an increased risk of infection of the prosthetic material as the original infection may not have been adequately treated. The medical records show that this patient has a history of endocarditis. It has been determined that the root cause of this event was due to patient related factors. There has been no allegation that the edwards device caused or contributed to this event and there is no allegation of any device malfunction. Edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this bioprosthetic aortic valve, implanted five (5) months, was explanted due to recurrent fungal endocarditis, vegetation, and peri-aortic abscess. The explanted device was replaced with another edwards bioprosthetic valve. He was taken to the ICU in stable condition. He also had a small infarct of the temporal and parietal lobes with micro-hemorrhage due to microemboli from the endocarditis prior to surgery. He underwent a cardioversion for atrial flutter and converted to nsr. He was discharged home in stable condition with home health care on pod #8.

Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun. A supplemental report will be submitted once the evaluation has been completed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that this patient with a 23mm bioprosthetic aortic valve, implanted five (5) months, was explanted due to unknown reasons. The explanted device was replaced with another edwards bioprosthetic aortic valve. It was reported that the patient also underwent CABG. No additional details were provided.